Manufacturer narrative:
Pump received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. Pump received with cracked and bleeding lcd glass.

Event description:
The customer reported via phone call that the insulin pump was dropped down the stairs and is broken. Customer's blood glucose was 219 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.